Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red and itchy pustules.there was no alleged device malfunction contributing to the irritation. The patient's physician recommended removal of the lv. . Patient reported that the irritation is getting better.